Event description:
The dealer stated that the piece that attaches the left to the extension, (of the footplate hinge) stating that a piece of it has broken off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.